Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the sensor came off and upon checking the sensor he stated the wire was missing and the patient thinks that the wire is in the skin. The patient first went to the ER, and they attempted to remove the sensor via an incision but was unsuccessful. They made the incision in the area where the sensor wire might be but was unable to locate the wire. The incision was then closed using sutures. Anesthesia via injection was administered to the patient when the incision was done. On the same day, the patient stated he also went to see his doctor, and he tried to remove the sensor but was also unsuccessful. No diagnostic test was done to look for the wire. The patient stated the wire is still in his arm. He said there is no infection or irritation. The patient will monitor the area and see if the wire will naturally come out on its own. At the time of the report, patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.